Event description:
Customer reports that the device stored a result of 653mg/dl. Device numeric reading range is 10mg/dl to 600mg/dl. No action was taken based on device result. No adverse event reported and no treatment received. Customer also states that, the device produced results of 75mg/dl, 119mg/dl, 81mg/dl, 99mg/dl, 85mg/dl, 116mg/dl, 116mg/dl, 90mg/dl, 98mg/dl, 102mg/dl, and 96mg/dl, but the device stored the results as 653mg/dl, 332mg/dl, 307mg/dl< 270mg/dl, 240mg/dl, 240mg/dl, 240mg/dl, 282mg/dl, 600mg/dl, 410mg/dl, and 315mg/dl respectively. Requested return of suspect device and replacement was sent.